Event description:
The customer received a questionable troponin t result for one patient sample. The result from the cobas h232 meter serial number (B)(4) was 1018 ng/l. The cobas h232 meter is not sold in the united states. The patient was sent by ambulance to the hospital and tested for troponin t by electro-chemiluminescence assay (eclia) 35-50 minutes after the initial test. The result was 30 ng/l. Information concerning if the patient was adversely affected was requested, but it was unknown.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Relevant retention material was tested on a qualified cobas h232 meter and the returned h232 meter from the customer. The results of all measurements fulfilled requirements.